Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the user of the accu-chek performa combo meter experienced a hypoglycemic event as a result of an allegedly incorrect bolus advice given by the device. No exact blood glucose values were provided. The customer further stated that she confirmed the suggested bolus and subsequently faced low blood glucose levels which led to a 4-day hospitalization. At the time of the report, the user had fully recovered and was already at home.